Manufacturer narrative:
Vyaire medical complaint number: (B)(4) results of investigation: this unit was field serviced by a vyaire medical authorized service technician. The service technician was able to confirm the customer's reported issue during an evaluation of the unit. The service technician replaced the power board to address the reported issue.

Event description:
It was reported to vyaire medical that the unit had a reset alarm occur. While evaluating the event trace log, a vyaire medical authorized service technician confirmed the reported alarm/issue occurred. There was no patient involvement associated with this event.

Manufacturer narrative:
Results of investigation: vyaire medical performed failure analysis on the suspect component and was not able to duplicate the customer's reported issue during testing and evaluation. The component passed all testing and met all manufacturer specifications.